Manufacturer narrative:
The returned stent was severely damaged and entangled in the guidewire.

Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's left anterior descending artery. Prior to deployment, stent became dislodged from the balloon catheter. A microsnare was used to successfully retrieve the stent and another coronary stent with delivery system was successfully placed in the pt's left descending artery. There were no clinical sequelea reported to this event.